Manufacturer narrative:
The affected carina was available for the investigation at the manufacturer. The log files confirm the reported statement that the device was permanently alarming optically and acoustically for ¿int. Battery empty¿ and "device internal battery in use". The alarm ¿device internal battery in use¿ is generated when the device switches from external power to the internal battery. As the device power supply, internal battery and the hospital power outlet were all tested and showed no malfunction it is likely that the power cable was not properly connected to the socket of the carina. Due to this the battery was not properly charged and the device shut down after short usage. The device behaved as specified for the situation by posting the corresponding alarms to alert the user about the battery status and generating an audible alarm on shutdown. It is important that the power cable is always secured with the wire clip as described in the IFU.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but not completed yet. A follow up report will be sent as soon as the investigation is completed.

Event description:
It was reported that the patient was in niv-care. Doctor was going to put nasogastric tube to patient, and during that was niv-device put aside. Patient breath went difficult and saturation decreased, after this tried to start again niv-care. Device gave alarm "battery empty" and "device internal battery in use", even when power supply cable was connected in hospital power outlet, all the time. After this, device was shut down itself, and gave wheezy noise. Patient must be intubated and taken to ICU for follow-up care. It was reported that the patient was ok after the event.